Event description:
It was reported that the device could not be interrogated. A different programmer was tried without success. A magnet reset was done and no beeping tones were heard. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The pulse generator was returned with a severed lead attached to the header. During analysis, the lab confirmed that the pulse generator had no telemetry. Electrical overstress (eos) damage was found on the circuit for the high voltage capacitors as well as on the high voltage electrode connector terminal block in the header. No arc marks were found on the device case. There was too much damage to the circuit to determine the source of the electrical overstress. Although the lab confirmed there was no telemetry, analysis was unable to determine the root cause of the electrical overstress.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the device could not be interrogated. A different programmer was tried without success. A magnet reset was done and no beeping tones were heard. The device was explanted and replaced. There were no additional adverse patient effects.